Event description:
It was reported that this patient presented to the hospital due to beeping tones involving this implantable cardioverter defibrillation (ICD). The programmer showed an error code 1007 and a depleted battery when the device was checked. A request for technical review was needed. Technical services (ts) reviewed the device data and noted that fault code 1007 indicates that the shocking capacitors did not charge to the programmed voltage 45 seconds after the start of charging. The device responds by aborting the charge cycle and initiating re-detection. The long charge time will cause the device to declare battery capacity depleted. Ts noted that this was an expected fault if charging occurred during magnetic resonance imaging (MRI) exposure, and if the fault did not occur due to MRI exposure the device should be explanted immediately. Ts discussed action to be taken if the fault occurred due to MRI exposure. Ts discussed reforming a manual capacitor reform and if the battery status was ok with no fault and the device was operating normally, the device can remain implanted. No adverse patient effects were reported. The device remain implanted.